Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed events; however, a specific cause for these events could not be conclusively determined through this evaluation. Furthermore, the reported outer jacket damage and suspected short to shield could not be confirmed through review of the submitted image, and the device was not returned for evaluation. The submitted log files contained events from (B)(6)2024. Low speed advisories were captured on (B)(6)2024 while the patient was operating on the mobile power unit (mpu). A specific cause for these events could not be conclusively determined, however pump function did not appear to be affected. No other notable events or alarms were captured, and the system appeared to be operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU, ¿system monitor¿ explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. This section explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events may be initiated for reasons other than true pi events. Some reasons include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6 of the IFU (under ¿pump performance monitoring¿) explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. In addition, this section (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines system controller alarms and the appropriate actions associated with them. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance. The patient handbook also contains a section on handling emergencies, and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with two low speed advisories when the patient was asleep on (B)(6) 2024. This was considered a potential short to shield. The patient¿s silastic covering was torn as well. A review of the event log files revealed 2 speed drops below the low speed limit on 25apr2024 and 26apr2024. The remainder of the event log file was unremarkable. An x-ray of the driveline was performed on (B)(6) 2024. The driveline x-ray was unremarkable. A plan was made to get the ungrounded patient cable ordered and sent overnight. The patient utilized the batteries until they received a power module and ungrounded patient cable. Related MFR #2916596-2023-07785 captures the patient's history of cosmetic damage to their driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was transplanted on (B)(6) 2024. It was a routine transplant. The patient was made a status 3 with exception to their short to shield. The patient was successfully transplanted, and the device operated as intended. The pump was explanted.